Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the implantable pacing lead (ipl) was tested and did not stimulate or capture, with the analyzer and when connected to the implantable pulse generator (ipg). It was also reported that the ipg did not stimulate with a heart rate of 160 beats per minute (bpm) and a threshold of 7 volts. The ipl and ipg were not implanted and were replaced with different product. No patient complications have been reported as a result of this event.